Manufacturer narrative:
There has been no further information provided since the initial complaint notification. We will continue to follow up with the customer for more information. A follow up report will be submitted once we have additional information.

Event description:
The customer alleged that they are receiving complaints from our neurosurgeons regarding the non-stick bipolar forceps getting stuck in the brain tumor tissue during surgery, leading to the use of micro scissors to seperate the tissue from the bipolar. There has been no patient harm.

Manufacturer narrative:
After mutliple attempts to have the device returned and gather additional information, the device was not returned and not enough information was provided to determine a true root cause. There has been a total of (B)(4) sold of all lots with one additional complaint recorded that occurred in 2017 for a similar occurrence. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a follow up report will be submitted.